Manufacturer narrative:
(B)(4). Additional information will be provided following the conclusion of the investigation.

Event description:
Arjohuntleigh has received a customer complaint stating: "worker and partner had client in lift which went up on its' own, emergency stop was pressed. They worked for 1/2 hour to get the client down using another lift and sling which caused the staff aggravated condition". Arjohuntleigh is still in the process of gathering more information about this particular issue.

Manufacturer narrative:
Arjohuntleigh has received a customer complaint related to unexpected movement of the device and releasing the patient from the highest position of the lift by hand. It was reported to us that "worker and partner had client in lift which went up on its' own, emergency stop was pressed. They worked for half hour to get the client down using another lift and sling which caused the staff aggravated condition". The aggravated shoulder and lower back of the workers did not require medical intervention nor hospitalization. Despite our best effort to contact with the end user of the device the customer facility appeared to be taking more restrictive approach, not responding our questions forwarded by the distributor. It therefore still remains unknown of what was the technical condition of the device and why the caregiver staff decided to lower the resident manually instead of activating the emergency lowering feature. The ceiling devices are certificated in compliance with iec60601-1-2 and iso 10535 what means that they are equipped with the safety factors: emergency lowering system that might mitigate any possible risk. In case of electrical or functional failure when the device stops operating, the voyager emergency features should be activated to provide a safe way of getting the patient down (onto a wheelchair, bed, chair or floor). The information for use (IFU 001.08075, rev.17) states: "find the rubber stopper and label on the of the lift and pull it out. Do not discard it. Move the patient over a bed or chair. Insert the 4 mm allen key into the opening then turn it clockwise to lower the patient. The key rotation turns the motor directly, so that for each key turn, the patient will lower slightly." If the caregiver follows every guideline given in the ceiling device lift instruction for use, there is a very low possibility of any potentially risky situation to occur. When reviewing similar reportable events registered in the last five (5) years for voyager and similar portable ceiling lifts, we have found a very limited number of case which decided to be reportable based on the potential of the injuries - patient removed from the highest position of the ceiling lift manually. We have been able to establish that compared to the amount of sold devices and in comparison to their daily use the occurrence rate observed for reportable complaints with this failure is relatively low. The device instruction for use (IFU) clearly states that every caregiver must be trained and familiarized with the device. It means that caregivers should understand the operation of the various controls and features of the voyager and ensure that any action or check specified is carried out before commencing to lift a patient. To sum up, the matter of the complaint was not found to be related to any particular risk as even if this scenario occurred during the resident transfer, the ceiling lift would remain stable to secure the patient and safe to complete the transfer by using the emergency safety features incorporated into the design of the device. It was possible to establish that voyager was in use at the time of the event. We find this complaint to be reportable to the competent authorities in abundance of caution, since we see from customer indications and our investigations that there was a manual release from the device by an operator that does not appear to have had knowledge of how to correctly use the device, which opens the door to the potential for patient harm.

Event description:
Arjohuntleigh has received a customer complaint related to unexpected movement of the device and releasing the patient from the highest position of the lift by hand. It was reported to us that "worker and partner had client in lift which went up on its' own, emergency stop was pressed. They worked for half hour to get the client down using another lift and sling which caused the staff aggravated condition". The aggravated shoulder and lower back of the workers did not require medical intervention nor hospitalization. Despite our best effort to contact with the end user of the device, the customer facility appeared to be taking more restrictive approach, not responding to our questions forwarded by the distributor. It therefore still remains unknown what was the technical condition of the device and why the staff decided to lower the resident manually instead of activating the emergency lowering feature.